Event description:
It was reported that this right ventricular (rv) lead had a gradual decrease in shock impedance and a strong drop in r-wave sensing values 2-3mv. During a ep test the device was placed in electrocautery mode, however there was approximately 3 seconds of observed pacing inhibition resulting in asystole that was thought to be due to emi and the device safety features. The findings in the ep study resulted in the patient needing an upgrade to a resynchronization therapy device the following day. Subsequently, the rv lead was also surgically capped and replaced during that procedure due to the observations of ventricular paces not leading to cardiac depolarization and the potential that the noise/drop in r-waves during the ep study was related to the lead. The lead remains implanted (not in-service) and will not be returned at this time. No additional adverse patient effects were reported.